Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with cracked case at display window corners, reservoir tube lip, battery tube threads, and scratched display window. The motor found with moisture damage per visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated there is fluid under the lcd screen. The customer mentioned there is a crack in the case. The insulin pump was returned for analysis.